Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer stated button was stuck in the insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue pump use and revert to the backup plan as per instructions and it will not be returned for analysis.